Event description:
It was reported that this patient was in the hospital for a revision of this right ventricular (rv) lead due to loss of capture (loc), diminished sensing less than two volts, and false episodes of ventricular tachycardia (vt) with a single delivery of inappropriate anti-tachycardia pacing (atp). It was noted that x-rays were taken. No additional adverse patient effects were reported. Evidence suggests that this rv lead remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of failure to capture, oversensing and atp delivered when not required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this patient was in the hospital for a revision of this right ventricular (rv) lead due to loss of capture (loc), diminished sensing less than two volts, and false episodes of ventricular tachycardia (vt) with a single delivery of inappropriate anti-tachycardia pacing (atp). It was noted that x-rays were taken. No additional adverse patient effects were reported. Evidence suggests that this rv lead remains in service.